Event description:
Caller reported that the insulin pump's reservoirs pop out on their own. Caller reported that this issue causes insulin to pour out. Caller also reported that insulin will leak out of the tubing after priming. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)